Event description:
Pt reports multiple sets of silicone and polyurethane coated breast implants with multiple failures and problems. Problems include capsular contracture, bleeding, hematoma, dehiscence, keloids, hypertrophy, scarring, foreign body reaction, loss of tissue and muscle, rash, pain, lymph adenitis, chronic fatigue and joint and muscle pain. Pt has had multiple surgeries related to above problems.